Event description:
To summarize this event, resistance was encountered during advancement of a 38mm amplatzer septal occluder through a 12f amplatzer 45 torqvue delivery system (dtv45) sheath. The device was deployed initially, but the orientation of the left atrial disc to the defect was suboptimal. It was decided to recapture the device for a re-deployment, however, despite several attempts, the device would not recapture into the sheath. After several more tries, the sheath began to buckle at the groin. A 12f amplatzer 45 exchange system (etv45) was then selected; however, the etv45 cable would connect as there was a retained piece of metal inside the female threaded dtv45 cable. At this point there was nothing that could reasonably be done to recapture the device into the original sheath and without the ability to dock cables it was essentially impossible to exchange for a new sheath over the original cable. A controlled release of the aso was performed in the right atrium. The sheaths were upsized to a 16f bevel-cut and the aso was rapidly snared and removed. The retrieval took about 5 minutes.

Manufacturer narrative:
The results of this investigation are inconclusive since the products were not returned to aga medical for analysis. Reference medwatch 2135147-2009-00176 for the other product utilized in this event.